Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 502 and 504 mg/dl at the time of the call. The customer had no symptoms. The customer treated with insulin pen. The customer also reported going to the emergency room about a month back. The blood glucose level at the time of admission was over 600 mg/dl. The customer was treated for the high blood glucose level with insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer did not complete troubleshooting and does not allege the insulin pump was under delivering. The customer had blood at the insertion site. The reservoir will not be returned for analysis.